Manufacturer narrative:
Other, other text: additional information was received from the customer indicating that the fault occurred during preventative maintenance. The unit was reported to not provide an audible overtemperature alarm. It was thought that the fault was possibly due to a defective speaker and there was no patient involvement. One level 1 hotline low flow system was returned for analysis. The float switch was observed to be stained red, the pump was noisy, speaker to the pcb was defective, enclosure was stained red, covers were cracked, and the line cord was found worn upon visual inspection. Based on the evidence, the complaint was confirmed. The root cause was found due to a bad pcb.

Event description:
Information was received that device speaker does not sound. No adverse effects reported.